Event description:
It was reported that the balloon got stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 6mm x 3.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device got stuck in the lesion. The positioned guide extension catheter was advanced further to remove the device. The procedure was completed with a different device as damage to the blades could not be confirmed. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of difficult to remove/withdraw from lesion was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the most probable cause of cause not established based on the available information as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. It was reported that the balloon got stuck in the lesion where the positioned guide extension catheter was advanced further to remove the device. Without analysis of the device, a clear conclusion cannot be established.

Event description:
It was reported that the balloon got stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 6mm x 3.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device got stuck in the lesion. The guide extension catheter used during the procedure was advanced further to remove the device. The procedure was completed with a different device as damage to the blades could not be confirmed. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6).